Event description:
The patient had a driver stent implanted in 2006. Model and lot number of stent are unknown. Is reported that during follow-up in 2011 it was noted that the stent had kinked. No further information was been provided. There was no patient injury reported.

Manufacturer narrative:
(B)(4): evaluation - results (root cause undetermined - limited information available).